Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced a deflation on the right breast implant. The deflation was diagnosed by mammogram. As a result, the patient will undergo removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor memorygel breast implant 455cc gel implants, catalog # 3505455bc, s/ns (B)(4) (l) and (B)(4) (r). The additional information also indicates the device lot number is 6714631 (s/n (B)(4). And the catalog number is 3502450, which corresponds to a saline mentor smooth round moderate plus profile 450cc. According to the additional information, the concomitant product is catalog number 3502450 and serial number (B)(4). Device evaluation summary: it was reported that a 39 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 450cc and experienced a deflation on the right breast implant. The deflation was diagnosed by mammogram. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 455cc gel implants, catalog # 3505455bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease on the posterior view that extended to the anterior view. A rent was discovered within the crease on the posterior view measuring approximately 0.7 cm. No other anomalies were found. The mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. The device history record (DHR) for the lot number 6714631 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Concomitant products: mentor smooth round moderate plus profile 450cc saline breast implant, catalog # 3502450, s/n (B)(4). Manufacturer¿s reference number: (B)(4).